Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 and pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to hardware error found on (B)(6) 2024 at 03:20:37.00. The formatted history file confirmed pump error 53 alarm (line number 9296 file number 9296). No pump error 63 alarm was noted in the history files or traces on or near the event date. The pump was cut open and moistude damage on the pcba 1 was noted during visual inspection. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube), broken belt clip rails, cracked case - corner of belt clip rails, label damage (stained). In summary, customers alleged pump error 53 was confirmed through the pump history download due to a hardware error. Pump error 63 alarm was not observed during analysis. Pump error 63 alarm was not confirmed. Exposed to moisture was confirmed on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.